Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece didn't got hot. Handpiece failed specs due to cap bearing failure on turbine due to dry/rust built up on bearing. Also white paste cap button causing cap to stick inwards position. This also caused rotor mark on cap due to contact from rotor but didn't make a visible mark on outside of cap.

Event description:
It was reported that a midwest e plus 1:5 ca overheated during use; no injury resulted.